Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) was not working. Alarms occurred as soon as machine turned on. The customer swapped sensor onto another base and problem followed the sensor. The customer only has one sensor so they are doing without. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
A replacement air bubble detector (abd) was shipped to the customer.